Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery to vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation until reaching at 8 atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.